Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed. The computer was replaced and the issue persisted. The video splitter was bypassed and the issue was resolved. The splitter was returned to the manufacturer for analysis. When connected to a known working system the splitter was found to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the screens switched to no input detected. Rebooting temporarily resolved the issue, however, after a spin the screens switch to no input again. Navigation was aborted due to the reported issue. Manufacturer representative reported that the fans ran throughout the reported issue, indicating the computer was running. There was no impact to patient.

Manufacturer narrative:
The suspected computer was returned to the manufacturer for analysis. Analysis found that the computer boot normally and unable to replicate the issue. Hardware functioned as designed.

Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue. Patient information provided.